Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the cephalic vein. A gladiator elite 6.0 x40, 40cm was selected for use. The balloon ruptured when it reached 22 atm. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.